Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Updated concomitant devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: va-lcp two-column plate (part 04.111.531s, lot l016866, quantity 1) . Locking screws (part: 04.210.114s, lot: unknown, quantity 2) . Locking screws (part: 04.210.116s, lot: unknown, quantity 2) . Locking screws (part: 04.210.118s, lot: unknown, quantity 2) . Cortex screw (part: 402.874s, lot: l966580, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the swelling of the arm and the bone atrophy could be confirmed according to the received pictures. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device procode: hrs. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that initially, the patient had an osteosynthesis with an unknown variable angle locking compression plate (va-lcp) two-column plate and two (2) locking screws for distal radius fracture on (B)(6) 2018. On an unknown date after the surgery, the patient began to experience pain and an odd feeling when doing dorsal flexion of the wrist joint or when stretching the fingers. It was observed that the arm swelled around the tip of the locking screws and an x-rays have shown that the bone had atrophy around the proximal locking screws and a clear zones (gaps) had been created. On (B)(6) 2019, the patient underwent a re-operation for removing the implants due to bone union. Re-operation was successfully performed and the implants were explanted successfully. The surgeon was expecting that the bone formation will occur at the clear zones and the screw holes. The surgeon commented that an ultrasound scan on the affected site showed that the tips of the proximal locking screws were close to the extensor tendon. Additionally, a possibility of an inflammation will be occurred, causing the swelling of the arm and the bone atrophy. Moreover, the possibility that the heat generated while drilling the bone, and the cortical bone became necrotic, causing the bone atrophy. The patient had no metal allergy. It was unknown if there was surgical delay. Patient is stable. Concomitant medical products: va-lcp two-column plate (part unknown, lot unknown, quantity 1). This report is for one (1) locking screw. This is report 2 of 2 for (B)(4).